Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event removed was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), diarrhoea ("diarrhea") and pain ("feels like labor pain when I go to the bathroom"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, diarrhoea, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: bloated, diarrhea, feels like labor pain when I go to the bathroom. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), diarrhoea ("diarrhea"), pelvic pain ("feels like labor pain when I go to the bathroom"), glucose tolerance impaired ("borderline diabetic"), feeling abnormal ("brain fog") and pain ("whole body hurt"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pelvic pain, glucose tolerance impaired, feeling abnormal and pain outcome was unknown. The reporter considered abdominal distension, diarrhoea, feeling abnormal, glucose tolerance impaired, medical device removal, pain and pelvic pain to be related to essure. The following information was received from social media borderline diabetic, brain fog, whole body hurt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- borderline diabetic, brain fog. Reporter information were added. On (B)(6)2020: social media received. Event added- whole body hurt. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), diarrhoea ("diarrhea"), pelvic pain ("feels like labor pain when I go to the bathroom"), glucose tolerance impaired ("borderline diabetic"), feeling abnormal ("brain fog"), pain ("whole body hurt"), paranoia ("may be I' m paranoid") and rash ("rash"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pelvic pain, glucose tolerance impaired, feeling abnormal and pain outcome was unknown. The reporter considered abdominal distension, diarrhoea, feeling abnormal, glucose tolerance impaired, medical device removal, pain, paranoia, pelvic pain and rash to be related to essure. The reporter commented: patient had all the symptoms example her worst was her rash and she had on the back of both of my calves that would tums to little blisters. It was gone and my legs were smooth when she woke up if that tells her anything. The following information was received from social media borderline diabetic, brain fog, whole body hurt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event "may be I'm paranoid " was added. Reporter was added. On 23-mar-2020: information received via social media: new event - rash and reporter information were added. On 23-mar-2020: social media pfs received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.